Event description:
It was initially reported that the device had "abnormal" battery depletion. It was further reported that the device battery depletion was normal and that it was an elective replacement.

Event description:
It was reported that the device had "abnormal battery depletion". The device was explanted and replaced. It was noted that the patient was enrolled in the system longevity post market study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is the same brand family as a device marketed in the u.s. (B)(4).